Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. Scratched case, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and faded end cap address label. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a back display that fell off. Reservoir was not able to lock into place. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.